Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent the concurrent procedures of a bso, lap. Burch urethropexy, rectocele repair, paravaginal repair and cystoscopy during mesh implantation. It was reported that the patient underwent removal of a foreign object in vagina on (B)(6) 2001.

Manufacturer narrative:
(B)(4): it was reported the patient underwent a gynecological procedure concurrently with hysterectomy due to stress urinary incontinence. It was reported that patient underwent mesh revision x2 on an unknown date due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1996 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion of the mesh, the patient experienced pain, erosion, urinary/bowel problems, dyspareunia and vaginal scarring. It was reported that the patient underwent the following procedures: on (B)(6) 1999, excision of mesh due to dyspareunia; on (B)(6) 2002, excision of mesh due to erosion. (B)(4) ¿urinary problems; bowel problems; dyspareunia.